Event description:
Defective equipment: covidien ligasure, maryland jaw laparoscopic sealer/divider failed to work as expected. On bovie machine, message says incomplete seal cycle. This has happened before. Ref# lf1937, lot number 30090184x, exp. [Redacted date] - materials dept. Notified.